Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the tfna end cap extens. 0 tan (part# 04.038.000s, lot# 82p0535, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that threaded part of tfna end cap is stripped and deformed. Rest of the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Functional test: a functional test cannot be performed on the tfna end cap as the mating tfna nail was not returned. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to post manufacturing damage. Document/specification review: ti end cap for tfna 0mm extension: (current/manufactured) based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Investigation conclusion: the complaint is confirmed as the threaded part of tfna end cap extens. 0 tan is stripped and deformed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.038.000s, lot: 82p0535, manufacturing site: bettlach, release to warehouse date: 08 january 2021, expiry date: 01 january 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) ti end cap for tfna 0mm extn - sterile.

Manufacturer narrative:
This report is for an unknown nail distal locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, during the procedure the screws did not fit into the tfna. There was surgical delay of (60) minutes. The proximal part of the nail remained unlocked as a result. The patient outcome is fine. The operation was performed to correct a previous plate osteosynthesis. This report involves (1) unknown nail distal locking screw. This is report 4 of 4 for (B)(4).